Event description:
Customer reported to beckman coulter that five false low sodium (na) patient results were generated by the synchron cx5 delta. The results were not reported out of the laboratory. The samples were repeated on another instrument and the repeated results were issued. There are no reports of any adverse events and there were no changes to the patients care or treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) contacted the customer by telephone. The fse instructed the customer to remove and replace the sodium electrode which resolved the issue. No further information is available.